Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-4020c-07 fastthread biocomposite interference screw broke in half during insertion. The surgeon was inserting the screw from the medial portal and could only insert about three threads of the screw before it broke. All the broken fragments were retrieved and the case was completed using a metal screw. This was discovered during a btb aclr procedure on (B)(6) 2023. Additional information received on 5/18/2023: case was completed using an ar-1370h-25 soft screw.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.